Event description:
It was reported that multiple altitude alarms occurred. The customer's blood glucose level at the time of the event was 7.2 mmol/l. The customer was able to resume insulin delivery with the original cartridge. If required, customer has an alternate method of insulin therapy.